Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The clinician reported that the patient's device was registered and enrolled incorrectly, which resulted in the patient receiving in appropriate treatment for atrial fibrillation. The clinician was assisted with updating the existing patient record and adding the correct patient into the remote monitoring network. The network remains in use. No further patient complications have been reported as a result of this event.